Manufacturer narrative:
Additional info has been requested and will be provided as it becomes available. Company clinical eval comment: based on the info provided, the events burns second degree, purulent discharge, and skin exfoliation, as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the info provided, the events burns second degree, purulent discharge, and skin exfoliation, as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. See scanned page.

Event description:
Degree of burn as second at her lower abdomen, 3 inches in size [burns second degree]. Drainage of pus from the burns [purulent discharge]. The layers of her skin came off with it and it was stuck to the wrap [skin exfoliation]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) caucasian female pt started to receive thermacare heatwrap (thermacare menstrual) (lot #: ja2468, expiration date: 12/2017) from (B)(6) 2015 for menstrual cramps. The patient's medical history was not reported. Concomitant medication included lorazepam (lorazepam) on an unk date "once at bedtime" for an unspecified indication and unk if ongoing and ibuprofen (advil) on an unk date for an unspecified indication and unk if ongoing. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication. On (B)(6) 2015, the pt reported using the heatwrap for about an hour and a half and it burned her skin off at her lower abdomen. When she removed the wrap, the layers of skin came off with it and they were stuck to the wrap. The pt reported the degree of the burn was a 2nd degree burn and the size was inches. She mentioned there was drainage of pus from the burns and they were painful. The pt was sure there was going to be a blister. She was very upset and had to go to the emergency room as a result. At the hosp, they gave her an unspecified pill for her pain, cleaned and dressed the wound and told her to keep it dry and clean. The pt assessed her skin tone as light to medium. She did not use any creams, rubs, or gels under the wrap. The pt mentioned there were no defects on the wrap like cuts, tears, leaks, or holes. She did not change or modify the wrap in any way and did not use the wrap overnight or while sleeping. The pt did not put the wrap in the microwave and used the wrap over healthy skin and the correct part of the body. She stated she did not exercise while using the wrap and did not apply any pressure over the wrap. The pt did not wear more than 2 layers of clothing over the wrap. Action taken with the product was unk. Therapeutic measures taken included unspecified pill for the pain and cleaning and dressing of the wound. At the time of the report, clinical outcome of the event was unk.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the events burns second degree, purulent discharge, and skin exfoliation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree, purulent discharge, and skin exfoliation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Degree of burn as second at her lower abdomen, 3 inches in size. (Burns second degree). Drainage of pus for the burns/wound then began to scab and pus. (Purulent discharge). The layers of her skin came off with it and it was stuck to the wrap/took it off, and skin came off with it (skin exfoliation). Looks infected (burn infection). Skin around burn is red (erythema. Started to scab (scab).

Event description:
Case description: this is a spontaneous report from a contactable physician and consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual) (lot #: ja2468 (also reported as j82468). Expiration date: dec2017) from (B)(6) 2015 for menstrual cramps. The patient's medical history was not reported. Concomitant medication included lorazepam (lorazepam) since 2003, ongoing "once at bedtime" for an unspecified indication, ibuprofen (advil) since (B)(6) 2015, ongoing, 200 mg, 2 gelcaps for pain, and tramadol hydrochloride (ultram) since (B)(6) 2015, ongoing. Past product history included thermacare heatwraps (thermacare heatwraps) from (B)(6) 2014 for an unspecified indication. On (B)(6) 2015, the patient reported using the heatwrap for a half hour to an hour and it burned her skin off at her lower abdomen. When she removed the wrap, the layers of skin came off with it and they were stuck to the wrap. The patient reported the degree of the burn was a 2nd degree burn and the size was 3 inches. There was an open wound. She mentioned there was drainage of pus on (B)(6) 2015 from the burns and they were painful. The patient was sure there was going to be a blister. She was very upset and had to go to the emergency room as a result. At the hospital, they gave her an unspecified pill for her pain, cleaned and dressed the wound and told her to keep it dry and clean. The wound then began to scab and pus, the skin around the burn was red and looked infected. The patient cleaned it and put neosporin on it. Upon follow up, the patient reported she was still experiencing redness, swelling, pussing, black dead tissue, uncomfortableness, and pain. The patient also reported she was hospitalized on (B)(6) 2015 for the events burnt off her skin, she was really very upset, and the layers of her skin came off with it and it was stuck to the wrap. The patient assessed her skin tone as medium. She did not have sensitive skin. She previously used electric heating pad and microwave gel pack. She did not use any creams, rubs or gels under the wrap. The patient mentioned there were no defects on the wrap like cuts, tears, leaks or holes. She did not change or modify the wrap in any way and did not use the wrap overnight or while sleeping. The patient did not put the wrap in the microwave and used the wrap over healthy skin and the correct part of the body. She stated she did not exercise while using the wrap and did not apply any pressure over the wrap. The patient did not wear more than 2 layers of clothing over the wrap. She attached the adhesive to clothing. She used the product as instructed and checked the skin under the heatwrap after 25 minutes. Action taken with the product was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken included unspecified pill for the pain and cleaning and dressing of the wound 2/day, neosporin since (B)(6) 2015 and silvadene since (B)(6) 2015. At the time of the report, clinical outcome of the event the layers of her skin came off was resolved and the outcome of the remaining events was not resolved. The physician considers the pfizer product had a causal effect to the adverse event. The physician reported the patient experienced a burn at the site of 2nd degree which required treatment of silvadene, but did not require surgical intervention and does not expect the patient to experience long-term sequelae. As of 13aug 2015, the product quality complaint group (pqc) group investigation results stated that the evaluation of one retain shows no obvious defects. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for batch j82468. On the basis of this evaluation, a trend does not exist for this batch; therefore there is no further action required at this time. Review of the batch device history record for lot j82468 concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the six day run report a total of 112 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met in process temperature specifications. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch involving wrap temperature. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (02jun2015): new information from a contactable consumer includes: reaction data (additional events: burn infection, erythema and scab) and events outcome. Follow-up (15jun2015): new information received from a contactable consumer included concomitant medications, product data (additional lot number, start and stop dates and action taken), reaction data (additional events of open wound, swelling, black dead tissue, and uncomfortableness added, outcome of events updated, and seriousness criteria of hospitalization), and treatment received. Follow-up (28jul2015): new information received from a contactable physician included: the patient did provide information regarding the reported adverse event with use of the product to the physician. Follow-up attempts completed. No further information expected. Follow-up (13aug2015): new information reported from the pqc group includes: product investigation summary results. Follow-up attempts completed. No further information expected. Follow-up (04jan2016): this contactable attorney reported by way of medical records. This female patient's relevant medical history included penicillin allergy (rash), anxiety and obesity on an unknown date. Her social history included smoker (tobacco) 1 pack per week (ppw) every day since an unknown date for 30 years. The family history was significant for gout and hypertension (father), tachycardia (mother), pancreatic cancer (brother, who died at the age of (B)(6) due to pancreatic cancer) and melanoma (step sisters and step brother) on an unknown date. She was treated with silver sulfadiazine cream daily 1 application to affected area once a day externally for 14 days on (B)(6) 2015 and was instructed to continue to apply the silver sulfadiazine (silvadene) to her stomach daily for pain and heeling. She was also treated with naproxen for pain on (B)(6) 2015.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the events burns second degree, purulent discharge, open wound, black dead tissue, burn infection, erythema, scab, skin exfoliation, swelling, and discomfort as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device this case meets follow up 10-day EU and 30-day FDA reportability case comment: based on the information provided, the events burns second degree, purulent discharge, open wound, black dead tissue, burn infection, erythema, scab, skin exfoliation, swelling, and discomfort as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
Looks infected (burn infection), black dead tissue (skin necrosis), open wound (wound), swelling (skin swelling), uncomfortableness (discomfort). This is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare menstrual) (lot #. Ja2468 (also reported as j82468) expiration date: dec2017) from (B)(6) 2015 for menstrual cramps. The patient's medical history was not reported. Concomitant medication included lorazepam (lorazepam) since 2003, ongoing "once at bedtime" for an unspecified indication, ibuprofen (advil) since (B)(6) 2015, ongoing, 200 mg, 2 gelcaps for pain, and tramadol hydrochloride (ultram) since (B)(6) 2015, ongoing past product history included thermacare heatwraps (thermacare heatwraps) from (B)(6) 2014 for an unspecified indication. On (B)(6) 2015, the patient reported using the heatwrap for a half hour to an hour and it burned her skin off at her lower abdomen. When she removed the wrap, the layers of skin came off with it and they were stuck to the wrap. The patient reported the degree of the burn was a 2nd degree burn and the size was 3 inches. There was an open wound. She mentioned there was drainage of pus on (B)(6) 2015 from the burns and they were painful. The patient was sure there was going to be a blister. She was very upset and had to go to the emergency room as a result. At the hospital, they gave her an unspecified pill for her pain, cleaned and dressed the wound and told her to keep it dry and clean. The wound then began to scab and pus, the skin around the burn was red and looked infected. The patient cleaned it and put neosporin on it. Upon follow up the patient reported she was still experiencing redness, swelling, pussing, black dead tissue, uncomfortableness, and pain. The patient also reported she was hospitalized on (B)(6) 2015 for the events burnt off her skin, she was really very upset, and the layers of her skin came off with it and it was stuck to the wrap. The patient assessed her skin tone as medium. She did not have sensitive skin. She previously used electric heating pad and microwave gel pack. She did not use any creams, rubs or gels under the wrap. The patient mentioned there were no defects on the wrap like cuts, tears, leaks or holes. She did not change or modify the wrap in any way and did not use the wrap overnight or while sleeping. The patient did not put the wrap in the microwave and used the wrap over healthy skin and the correct part of the body. She stated she did not exercise while using the wrap and did not apply any pressure over the wrap. The patient did not wear more than 2 layers of clothing over the wrap. She attached the adhesive to clothing. She used the product as instructed and checked the skin under the heatwrap after 25 minutes action taken with the product was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken included unspecified pill for the pain and cleaning and dressing of the wound 2/day, neosporin since (B)(6) 2015 and silvedene since (B)(6) 2015 at the time of the report, clinical outcome of the event the layers of her skin came off was resolved and the outcome of the remaining events was not resolved. Additional information has been requested and will be provided and will be provided as it becomes available. Follow-up (06/15/2015): new information received from a contactable consumer included concomitant medications, product data (additional lot number, start and stop dates and action taken), reaction data (additional events of open wound, swelling, black dead tissue, and uncomfortableness added, outcome of events updated, and seriousness criteria of hospitalization), and treatment received.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the events burns second degree, purulent discharge, open wound, black dead tissue, burn infection, and skin exfoliation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events of erythema, scab, skin swelling, and discomfort are considered associated with device use. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree, purulent discharge, open wound, black dead tissue, burn infection, and skin exfoliation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events or erythema, scab, skin swelling, and discomfort are considered associated with device use. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
Degree of burn as second at her lower abdomen, 3 inches in size/burn at the site of 2nd degree. The physician considers the pfizer product had a casual effect to the adverse event. The physician reported the patient experienced a burn at the site of 2nd degree which required treatment of silvadene, but did not require surgical intervention and does not expect the patient to experience long-term sequela. Additional information has been requested and will be provided as it becomes available. Follow-up 07/28/2015): new information received from a contactable physician included: the patient did provide information regarding the reported adverse event with use of the product to the physician. Follow-up attempts completed. No further information expected.

Manufacturer narrative:
The evaluation of one retain shows no obvious defects. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the (B)(4) site requiring an evaluation for batch j82468. On the basis of this evaluation, a trend does not exist for this batch; therefore there is no further action required at this time. Review of the batch device history record for lot j82468 concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the six day run report a total of (B)(4) wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met in process temperature specifications. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch involving wrap temperature. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Case description: this is a spontaneous report from a contactable physician and consumer. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare menstrual) (lot #: ja2468 (also reported as j82468) expiration date: dec2017) from (B)(6) 2015 for menstrual cramps. The patient's medical history was not reported. Concomitant medication included lorazepam (lorazepam) since 2003, ongoing "once at bedtime" for an unspecified indication, ibuprofen (advil) since (B)(6) 2015, ongoing, 200 mg, 2 gelcaps for pain, and tramadol hydrochloride (ultram) since (B)(6) 2015, ongoing. Past product history included thermacare heatwraps (thermacare heatwraps) from (B)(6) 2014 for an unspecified indication. On (B)(6) 2015, the patient reported using the heatwrap for a half hour to an hour and it burned her skin off at her lower abdomen. When she removed the wrap, the layers of skin came off with it and they were stuck to the wrap. The patient reported the degree of the burn was a 2nd degree burn and the size was 3 inches. There was an open wound. She mentioned there was drainage of pus on (B)(6) 2015 from the burns and they were painful. The patient was sure there was going to be a blister. She was very upset and had to go to the emergency room as a result. At the hospital, they gave her an unspecified pill for her pain, cleaned and dressed the wound and told her to keep it dry and clean. The wound then began to scab and pus, the skin around the burn was red and looked infected. The patient cleaned it and put neosporin on it. Upon follow up the patient reported she was still experiencing redness, swelling, pussing, black dead tissue, uncomfortableness, and pain. The patient also reported she was hospitalized on (B)(6) 2015 for the events burnt off her skin, she was really very upset, and the layers of her skin came off with it and it was stuck to the wrap. The patient assessed her skin tone as medium. She did not have sensitive skin. She previously used electric heating pad and microwave gel pack. She did not use any creams, rubs or gels under the wrap. The patient mentioned there were no defects on the wrap like cuts, tears, leaks or holes. She did not change or modify the wrap in any way and did not use the wrap overnight or while sleeping. The patient did not put the wrap in the microwave and used the wrap over healthy skin and the correct part of the body. She stated she did not exercise while using the wrap and did not apply any pressure over the wrap. The patient did not wear more than 2 layers of clothing over the wrap. She attached the adhesive to clothing. She used the product as instructed and checked the skin under the heatwrap after 25 minutes. Action taken with the product was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken included unspecified pill for the pain and cleaning and dressing of the wound 2/day, neosporin since (B)(6) 2015 and silvedene since (B)(6) 2015. At the time of the report, clinical outcome of the event the layers of her skin came off was resolved and the outcome of the remaining events was not resolved. The physician considers the pfizer product had a causal effect to the adverse event. The physician reported the patient experienced a burn at the site of 2nd degree which required treatment of silvadene, but did not require surgical intervention and does not expect the patient to experience long-term sequelae. As of (B)(6) 2015, the product quality complaint group (pqc) group investigation results stated that the evaluation of one retain shows no obvious defects. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for batch j82468. On the basis of this evaluation, a trend does not exist for this batch; therefore there is no further action required at this time. Review of the batch device history record for lot j82468 concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the six day run report a total of (B)(4) wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met in process temperature specifications. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch involving wrap temperature. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (02jun2015): new information from a contactable consumer includes: reaction data (additional events: burn infection, erythema and scab) and events outcome. Follow-up (15jun2015): new information received from a contactable consumer included concomitant medications, product data (additional lot number, start and stop dates and action taken), reaction data (additional events of open wound, swelling, black dead tissue, and uncomfortableness added, outcome of events updated, and seriousness criteria of hospitalization), and treatment received. Follow-up (28jul2015): new information received from a contactable physician included: the patient did provide information regarding the reported adverse event with use of the product to the physician. Follow-up attempts completed. No further information expected. Follow-up (13aug2015): new information reported from the pqc group includes: product investigation summary results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events burns second degree, purulent discharge, open wound, black dead tissue, burn infection, and skin exfoliation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events of erythema, scab, skin swelling, and discomfort are considered associated with device use. This case meets final 10-day (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree, purulent discharge, open wound, black dead tissue, burn infection, and skin exfoliation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events of erythema, scab, skin swelling, and discomfort are considered associated with device use. This case meets final 10-day (B)(6) and 30-day FDA reportability. Evaluation summary: the evaluation of one retain shows no obvious defects. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for batch j82468. On the basis of this evaluation, a trend does not exist for this batch; therefore there is no further action required at this time. Review of the batch device history record for lot j82468 concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the six day run report a total of (B)(4) wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met in process temperature specifications. There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing and technical perspective. There are no known site investigations associated with this batch involving wrap temperature. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.